Event description:
It was reported that the pump unexpectedly displayed the reset screen, but it did not need to be plugged into a power source to turn back on. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. The caller was informed that the reset was a built-in safety feature and educated on necessary actions such as restarting cgm sessions and reloading the cartridge. The customer understood the instructions and successfully resumed insulin therapy.